Event description:
Suspect medical device was implanted into patient's left jugular in 2007. Patient was discharged on the following day. After being discharged, suspect device started "leaking". Patient returned to facility on the following month, for surgical removal of device. The cuff was removed and upon withdrawing suspect device, surgeon noted only a short segment of catheter was removed. A 3 pronged snare was advanced through the 8 fr sheath and into the right atrium. The detached piece of catheter was snared and removed from the patient. The patient was dismissed home the same day.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.